Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported a patient expired while being monitored on the spo2bedside monitor. Customer did not allege a product malfunction, however a failure investigation has been requested on the monitor. The customer reported the patient died on (B)(6) 2016 from cardiac arrest.